Event description:
It was reported that a patient with an implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) and lead 977c165 specify srscn 565 srg eman experienced new pain unrelated to baseline. High impedance was observed, with all contacts showing red, and a shock was reported from the internal device. Troubleshooting steps included removing the lead from the battery, wiping down the contacts, and re-inserting the lead into the battery, as well as ensuring the battery was turned off. The device was removed, a full system replacement and device revision were performed, and the issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.